Event description:
It was reported that the programmer looses telemetry every so often. The caller did not have any details other then that. Technical support (ts) suggested the caller use the programmer for the next week to see if they can duplicate loss of telelemtry while in a session. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).